Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine via an implanted pump. The indication for use was spinal pain. It was reported the patient was sent to a chiropractor a little over a month ago and they think the catheter moved because after the appointment the patient's pain level went way up and started going through withdrawal symptoms a few days later. The patient spoke to their hcp about it yesterday and they are suppose to go for a pump refill tomorrow but they aren't sure if they can make it. It was reviewed that the pump is a medical device and patient should discuss their concerns with the managing hcp. The patient inquired if the pump could be turned off and pss reviewed pump considerations. The patient was going to follow-up with their hcp.